Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she continued to have low battery issues. It was the customer's second time calling regarding low battery issues. A replacement battery cap did not resolve the issue. Customer's blood glucose level was 42 mg/dl. The customer's blood glucose level went up to 59 mg/dl after drinking soda. The insulin pump alarmed battery out limit and failed battery test. The battery cap was a bit stripped. The customer was advised that the device would be replaced and agreed to return the product for analysis.